Event description:
It was reported that the right ventricular lead impedance was high, there were sensing deviations, the v-v counter was greater than 1500, and the non-sustained tachycardia criteria were met. The lead integrity alert sounded and the patient was unable to hear it properly and assumed it was a fire detector indicating low battery. It was also reported that the lead was "broken." The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.